Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and aneurx stent graft systems were implanted in a patient endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm. The patient moved to another state approximately two years post implant, to a nursing home/hospice care for stage 4 cancer. It was reported that the patient expired from an unknown cause. During follow-up, the site coordinator located the patient's death through an obituary. The investigator has not provided the relationship to the device or the procedure for this death. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The investigator indicated that the patient's death was not related to the procedure or to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.